Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 202 mg/dl and sensor glucose was 102 mg/dl. The customer¿s other blood glucose was 140 mg/dl and sensor glucose was 130 mg/dl. Customer¿s other blood glucose level was 300 mg/dl and 192 mg/dl. Blood glucose value associated with the triggered suspend event was 56 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor value that triggered the suspend event was 61 mg/dl. Suspend on low limit in sensor settings was 50 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Troubleshooting was performed. The device will not be returned for analysis.